Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose when going out of the country. Customer reported that three months prior to call, customer had high blood glucose of 500 mg/dl when in costa rica. Customer. Customer alao reported that two days prior to call, blood glucose was 20 mg/dl. During the conversation, call continued to drop.